Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/27/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it received a green sponge stuck in a paper lid with four needle-suture pieces that pertain to the product code w1611t, lot rjbesm. The visual assessment of the returned samples, it was noted that the swage and attachment area was noted to be as expected; no issues related to pull off were observed. In addition, the sutures were examined, and the end appears to be cut by a surgical instrument. In addition, the functional test was performed using instron equipment and the pull force result was above the minimum requirements. Per the sample condition the functional test for breakage suture could not be performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the suture was used. During surgery, there was a suture disconnection/break while being used on the patient. The procedure was successfully completed. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: when was the suture is disconnection/broken (in the package, during removal from package, during handling prior to use on patient or during use on the patient) please specify. During use on the patient. Please specify the quantity of suture(s) disconnected: n/a. Please specify the quantity of suture(s) broken: 4 ea. Please provide the lot number: unknown. Device return status. Customer will return the device. Currently sales did not receive the device yet. Events submitted via 2210968-2022-08862, 2210968-2022-08863, and 2210968-2022-08865.